Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) could not show ECG waves and ECG wasn't working. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, onsite checking machine and machine can boot-up properly to operation mode. Connect two units' ECG set cable to patient simulator and results was ok. Connect to human with same batch ECG electrode and results was ok. Have shake ECG cable during connected to patient monitor and cardiosave can show right ECG pattern. Cardiosave working ok.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4,g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected field- h6- type of investigation.

Event description:
N/a.